Event description:
It was reported that during a bowel procedure, the blade fell off of the device and into the patient. The case was completed with a same like device. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approximately 7.34mm from the top of the outer tube. The device was also noted to have the clamp arm detached. The identified blade damage may have occurred from external contact during pre-op or general use. Minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. The instructional insert warns: "scratches on the blade may lead to premature blade failure." The analysis results also found that the device was returned with the clamp arm detached.